Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the pump was visually inspected. The reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The expulsor assembly will be replaced as a precaution.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump failed the delivery accuracy test ( -8.80%). The product problem was observed during testing. There was no patient involvement.